Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
A distributor reported that on unspecified date, the doctor used an expired 202050 duraseal dural sealant system 5 ml in surgery. Additional information was received on 17aug2018 stating that the device was used on a brain tumor procedure. The procedure was performed successfully and there was no patient injury or surgery delay noted.